Manufacturer narrative:
Manufacturer is retrieving and reviewing the production record of the device. A follow up report will be provided upon completion of this review.

Event description:
Manufacturer was informed that on (B)(6) 2023, an intra-operative explant of memo 4d repair ring 4dm-34 occurred. Reportedly, similar device of the same size was implanted as a replacement in the patient. No further information was provided.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.